Event description:
Customer allegedly received the following results on multiple meters within 10 minutes: 433 mg/dl (aviva system 1), 365 mg/dl (aviva system 2), and 175 mg/dl (aviva system 3). Customer took 23 units of novolog based upon the meter readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for aviva system 2, and (B)(6) for aviva system 3.